Manufacturer narrative:
H3: product analysis: mainframe (s.no: (B)(6) product analysis stated customer's complaint confirmed, there is a efi shell error. The pcba sbc vs-ment2 versalogic with msata drive is defective. Imdrf codes: img g02005, fdr c0201, fdc d02 fdm b01 product analysis: patient interface (s.no: (B)(6) product analysis stated one connector pin is bent, it's not possible to connect the patient interface with the nim 3.0. Imdrf codes: img g0403401, fdr c070601, fdc d1102 fdm b01 h6: codes updated. Previously applied codes fdm b21, fdr c21, fdc d16 img g02030 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure in nim mainframe there was a black screen after turning on including information: ¿cannot find required map name, press esc to skip. Troubleshooting does not resolve the issue. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8 253200, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4).h3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.